Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead, connected to another manufacturer's device, had high out of range shock lead impedances (sli). There has been a gradual rise in sli from about 120 ohms, up to about 150 ohms, a couple of times. Boston scientific technical services (ts) discussed potential calcification on the lead, considering the gradual rise in sli. Ts also discussed in general, trouble-shooting options, if the lead was connected to a bsc device. The healthcare provider was going to call the other manufacturer. No adverse patient effects were reported. No further information is known at this time.